Event description:
Related manufacturer reference number: 3006705815-2022-16681. It was reported that the patient was unable to recharge their ipg following a fall. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted and replaced with another manufacturers system to address the issue (related manufacturer reference number: 3006705815-2022-14413). There were no reported allegations against the lead. The lead #1 was returned cut as a result of the explant procedure. Microscopic inspection of the lead #1 revealed all wires were broken. As received, the lead #2 was cut but complete. The lead #2 was returned cut as a result of the explant procedure. Microscopic inspection of the lead#2 segments did not identify any fractures. Note: it is unknown what sn lead had the all wires broken. Hence both leads are being reported.

Manufacturer narrative:
Date of event is estimated: (B)(6).

Manufacturer narrative:
There were no reported allegations against the lead. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.